Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. One straight exact broach handle item# 31-555500 lot# zb120102 was returned and evaluated. Upon visual inspection the device had fractured at the strike plate weld. The strike plate was not returned. There is visible impact damage to the returned handle. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle broke during case. It was dropped off field and the doctor got a new gown and gloves. No additional information.